Event description:
It was reported by hospital staff that a patient was at a long term care facility recuperating from a post-operative cerebral vascular accident at the time of this event. It was noted by staff that they were unable to connect power into power port #1 of the patients' controller. Upon further inspection of the controller broken pins in power port #1 were noted. The controller was exchanged with no noted consequence or impact to the patient. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed one of the two power ports (connectors) on the controller had a broken pins. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing. The most likely root cause of the failure is the patient forced the connection without aligning the cable to the power port which likely contributed to the event. An internal investigation has been open to address the issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.